Event description:
Distributor reported an issue with this freestyle meter. Upon product investigation, it was discovered the meter exhibited the memory overwrite malfunction.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be filed once-investigation results are available. Customers and retailers have been informed through the fa16may2006 letter.